Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the connection between the needle and thread(suture) broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was provided: several similar situations occurred in one box. Was surgery delayed due to the reported event? Yes. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Just delayed procedure. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(6). Additional information was requested, the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? Please provide more details. There was no direct problem with the patient, however the surgeon experienced discomfort during the operation. It indicates "several similar situations occurred in one box" please clarify if this occurred in this single procedure or in different procedures?: there are single procedure. Were these cases previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. Yes, however I can¿t find the reference no. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? About 3minutes. Could you please clarify if the 8 devices returned are just samples or did these devices present the issue? Please confirm. Can not clarity check other devices however, there is just feedback that thin thread like 4-0, 5-0 more thin often occur. The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2022-10180.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that six packets that pertains to product code w9863t were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-10180 & 2210968-2022-10181.